Event description:
Information received with return of the device notes that while still in the original packaging, interrogation found the device to exhibit vvi reset mode. No known exposure to cold temperatures or electro-magnetic interference was noted.